Manufacturer narrative:
Device evaluated by MFR.: promus select ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the distal end bunched in a proximal direction. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation, a 24 x 4.00 promus premier select drug-eluting stent was advanced through the left circumflex (lcx) artery but it failed to cross the lesion. After removal, it was found out that the stent was deformed. There were no patient complications reported. It was further reported that the 80% stenosed target lesion was located in the non-tortuous and non-calcified left main to left anterior descending arteries. The procedure was completed with a 4.0x23mm non-boston scientific stent. The patient status after the procedure was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation, a 24 x 4.00 promus premier select drug-eluting stent was advanced through the left circumflex (lcx) artery but it failed to cross the lesion. After removal, it was found out that the stent was deformed. There were no patient complications reported. It was further reported that the 80% stenosed target lesion was located in the non-tortuous and non-calcified left main to left anterior descending arteries. The procedure was completed with a 4.0x23mm non-boston scientific stent. The patient status after the procedure was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following pre-dilatation, a 24 x 4.00 promus premier select drug-eluting stent was advanced through the left circumflex (lcx) artery but it failed to cross the lesion. After removal, it was found out that the stent was deformed. There were no patient complications reported.